Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained that they had to issue corrected reports for several patients for multiple tests that all started when they were having qc issues for multiple tests. Specific information about the "qc issues" was not provided. The customer provided the phno2 phenobarbital result for 1 patient sample, the amik2 amikacin results for 2 patients samples, and the valp2 valproic acid (valp2) results for 5 patient samples test on a cobas 8000 c 502 module. Of the data provided, the valp2 results for 1 patient sample was a reportable malfunction. The initial valp2 result was 85 ¿g/ml. The valp2 result from another analyzer was 117 ¿g/ml. The repeat result from the other analyzer was deemed to be correct and a corrected report was issued. There was no adverse event. The valp reagent lot was 303563 with an expiration date that was requested but not provided. The customer stated that the samples were either loaded manually or by a modular pre-analytical system. The customer changed the sample probe, performed a wash reaction parts, and changed the bulk solutions. The customer noticed while changing the cell wash solution that the tubing was pinched. The customer straightened the pinched tubing. The field engineering specialist determined that the gear pump head was damaged. He replaced the damaged gear pump head. The customer performed precision testings. The customer performed calibration and qc testing. All qc results were acceptable. The field engineering specialist finding was determined to be the root cause. The customer stated that there have been no further issues following the service visit.